Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there were check clutch alarms. The device was visually inspected and there were no damages. A functional test was performed and the reported issue was confirmed. The probable cause of the reported issue was due to the clutch. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a travel reverse error- check clutch/plunger lever error. The pump did not pass the occlusion operational test. During physical inspection, check clutch alarms were verified in the event history log. There was no patient involvement, no injury was reported.